Event description:
The surgeon implanted a press-fit femoral component (pfs-01) and a -5, 28mm cocr femoral head component (100-28-95). During the range of motion testing the hip dislocated and the femoral head disengaged from the stem. The surgeon tried to re-engage the head without success. A second -5, 28mm head was tried with the same results. The physician then elected to use a +0 femoral head and the surgery was completed without incident. The alternative +0 head adds approx 3mm of length which is considered insignificant. The physician was pleased with the pt outcome.